Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26aug2019. The manufacturer's field service engineer (fse) could not confirm the reported problem of high internal o2 alarm. During servicing, the fse reported that the unit failed the light emitting diode(led) test (ec 3154). No repair was deemed necessary in relation to this reported issue of high internal o2 alarm. The fse replaced the display overlay and the digital printed circuit board assembly to address the led test failure. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator with a high internal o2 alarm. It is unknown if the device was in use at the time of the event. However, there was no patient harm reported.